Event description:
The patient reportedly experienced sound quality issues followed by a loss of sound with her internal device. External equipment has been exchanged and programming adjustments were attempted; however, this did not resolve the problem. The patient's device was explanted. The patient was re-implanted with another advanced bionics device.